Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, on supportive insertion of the trocar with a grasping forceps, the tip of the trocar broke off without any external influence. No discernible effort by the surgeon. The the tip of the sleeve fell into the patient's cavity and was recovered immediately. There was no patient injury.